Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8043589. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use of the bd insulin syringe with bd ultra-fine¿ needle the needle separated from the hub. The following information was provided by the initial reporter, translated from portuguese to english: customer reported that before using the syringes she had a test on a medtronic I-port advanced device and a needle from the mentioned lot got stuck in the device and thought it was a problem with I-port that the texture was not the same as human skin she mentioned, but when using another syringe from the same lot the needle got stuck in the vial of insulin.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insulin syringe with bd ultra-fine¿ needle the needle separated from the hub. The following information was provided by the initial reporter, translated from portuguese to english: customer reported that before using the syringes she had a test on a medtronic I-port advanced device and a needle from the mentioned lot got stuck in the device and thought it was a problem with I-port that the texture was not the same as human skin she mentioned, but when using another syringe from the same lot the needle got stuck in the vial of insulin.